Event description:
Hospital advised pump was set up to infuse nitroglycerine at a rate of 3cc/hr with a volume to be infused of 239cc. The infusion was started at 10:45 p.m. On 11/15/99. At 3:30 p.m. On 11/16/99 the nurse observed that 200ccs had been infused. There was no pt consequence.